Event description:
It was reported that the patient saw error code 589 beginning the night prior to the report. It was noted that the patient had no stimulation sensation. The next day, it was reported that the patient had not felt stimulation since the sunday prior to the report. It was noted that on sunday evening the patient charged the device while it was off and had reached 100 percent charged. The patient used the patient programmer to turn the device on and didn¿t feel any stimulation. It was reported that the patient turned stimulation up and still didn¿t feel anything. It was noted that the patient tried using the recharger to turn the device on and saw the 589 error code. The patient was currently charging the implantable neurostimulator (ins), it was three quarters full and the 589 code was not seen currently. The patient was currently programmed on 0 negative, 1 positive at 300 microseconds, 60 hertz, and 1.3 volts. The reporter stated that the amplitude was turned up past 5 volts and the patient felt no stimulation. Two physician mode recharges were attempted and the event did not resolve. It was reported that reprogramming and changing the lead configuration also did not resolve the event. It was noted that group impedances and electrode impedances were in the normal range, but the electrode impedances did seem ¿a bit on the low side.¿ additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3986a70, lot # n374588, implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).